Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: wear problem.

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2020, and inspection of the unit was performed under service order (B)(4), where the quality control inspector documented the following codes on 02-sep-2020: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube gauge/dig at stage 1, distal tip annual maintenance, bending rubbersevere discoloration, distal cap/ case cracked, elevator body sticking, middle lcb distal cover glass glue is missing, failed wet leak test, leak at forward body trim collar, failed dry leak test, insertion tube root brace broken. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, insertion flexible tube, root brace rubber, segment assy attaching screw, rl pulley assy, ud pulley assy, o-ring(0.5x1.3), o-ring (1.8x19.8), segment steel braid. The video duodenoscope is currently awaiting repair complation, and qc final approval as of 30-sep-2020.